Manufacturer narrative:
One smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) was returned for analysis in a used condition. Visual inspection indicated no defects. The cuff of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage. It was noted that the cuff was unable to stay completely inflated and the zone where bubbles came out was inspected more closely, the leaking complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu), it was noted that air pressure of the cuff was unable to be maintained. No patient consequences were reported. No adverse effects were reported.